Event description:
Event description cpi received information that this large patch lead was removed from service. During an elective replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was capped due to an 'open circuit'. The physician elected to cap all the leads and replace them with an endotak transvenous defibrillation lead.